Event description:
It was reported that the "catheter was broken two months after insertion. It happened at the pt's home... Nothing serious happened. The catheter broke just outside the body. Pt went to the hosp, catheter removed. New catheter was necessary."